Event description:
It was reported that the patient presented in clinic for device changeout procedure. After placement of the new implantable cardioverter defibrillator (ICD) during procedure, it was found that the new ICD exhibited noise. The ICD was not implanted and an alternate near at hand was implanted on (B)(6)2022. Patient condition was stable.

Manufacturer narrative:
The reported event of atrial noise was confirmed. Final analysis found the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused the reported event.